Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and did not receive glucose readings on the ilet, consistent with the continuous glucose monitor (cgm) not being paired and no insulin delivery due to absent cgm data; during the call the sensor was scanned, activation was confirmed, and the user acknowledged they likely had not paired the sensor to the ilet previously. Symptoms included elevated blood glucose, with a fingerstick blood glucose of 287 mg/dl and no associated clinical symptoms. Outcomes included temporary interruption of automated insulin dosing pending cgm availability, with no need for medical intervention. User support included remote troubleshooting and education on correct pairing and the required warm-up before data display. Investigation of this case revealed user setup error related to incorrect or incomplete pairing of the libre 3 plus sensor to the ilet, with device function restored after proper activation and pairing steps. It was concluded, based on previously established findings for similar reports, that user error during cgm pairing was the most likely cause.